Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. Reportedly, the patient's pocket was infected and open upon arrival at the hospital. The patient was also given intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.